Event description:
It was reported that on (B)(6) 2019 a revision surgery was performed due to worn out implants. Liner, steam, head and shell explanted and replaced. Primary surgery was performed on (B)(6) 2016.

Manufacturer narrative:
It was reported that a revision surgery was performed due to worn out implants. Reflection liner, synergy steam, oxinium head and reflection shell explanted and replaced. The associated complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. After requests, smith and nephew has been unable to obtain the product information. As device details were not made available, device history record and complaint history review could not be performed. A clinical evaluation noted that the root cause of the revision was reportedly wear with the hip joint described as ¿being in a very poor state¿. It was communicated that there was some trauma from the stem removal; however, the outcome post revision was not communicated. The patient impact beyond the reported wear/¿poor state¿ and intraoperative trauma during the revision could not be determined. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. E2401 insufficient information health effect appears to have occurred but there is not yet enough information available to classify the clinical signs, symptoms and conditions. F1905 device revision or replacement patient required a corrective invasive procedure in which a device was replaced/revised. This includes implantable, surgically invasive (penetration through the surface of the body) or invasive (penetration though a natural body orifice or permanent artificial opening, e.g. Stoma) devices. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The root cause of the revision was reportedly wear with the hip joint described as ¿being in a very poor state¿. It was communicated that there was some trauma from the stem removal; however, the outcome post revision was not communicated. The patient impact beyond the reported wear/¿poor state¿ and intraoperative trauma during the revision could not be determined. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated.